Event description:
A graft labelled as a 40 cm length graft was in fact a 20 cm length graft. Graft was not implanted and was returned to the manufacturer. There was no reported patient injury. However, it is suspected that this mislabeling may have prolonged the surgical procedure since physician had to select another graft to complete the procedure.